Manufacturer narrative:
It is unknown if a qualified viscoelastic was used. The root cause for the reported complaint is most likely related to a failure to follow the IFU (instructions for use). Based on the information provided of the event, the trailing haptic was described as being observed straight while in the inserter. This is not an acceptable position for the trailing haptic per the IFU. The IFU instructs: after the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. A diagram is provided which indicates a straight trailing haptic is not acceptable for delivery and the device should not be used. Proceeding with implantation of a misfolded trailing haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent. The trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The file indicated that the lens was removed and replaced with another lens. The specific model and diopter information was not provided. Follow up attempts were made for more information. No further information has been provided. If additional information, or the sample, becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the trailing haptic of the lens was initially positioned straight in the inserter. When the doctor was injecting the lens, the haptic remained outside the wound, and upon contact with the assisting instrument, the haptic snapped. Consequently, the lens was removed, and a new lens was successfully implanted during initial procedure. Additional information has been received and state that, there was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).